Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the right ventricular lead. The patient was asymptomatic to the loss of capture. The device was reprogrammed. Testing indicated the lead was fine post programming changes.